Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the depth gauge etch did not line up with the grooves on the instrument.

Manufacturer narrative:
Report source foreign - (B)(6). Complaint sample was evaluated and the reported event was confirmed. Product was returned and evaluated. This item is received in with no etching, and then warsaw etches the numbers and lines. Visual inspection of the non-locking side shows that the lines for 10-50 marks are exactly in the grooves as they should be. Device history record was reviewed and no discrepancies were found. Root cause is related to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.